Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have not contacted their hcp about this issue. The patient stated the cause of the bleeding was determined to be a rupture on 2 disks and the nerves were so irritated they caused some bleeding near the bladder area and a lot of inflammation on their right side. They stated the leads are fine, and that the issue has been resolved. The patient responded "no" to "please clarify if battery acid leaking into their skin."

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that one of the leads has gone into the bladder and is causing bleeding. Pt also states the "one on the back" is in excruciating pain as well. Pt services tried to have pt clarify if it where the back pain was but pt stated at the lead and at the ins site. Pt states they feel like there is battery acid leaking into their skin and that their bladder is in so much pain. Pt states their back pain started 2 weeks ago and they couldn't move their right leg forward. Pt states they thought they were having bad back spasms. Pt states this passed and then they could walk better but the pain continued. Pt states they feel like it's the implant and that it's on fire. Pt states they went to urgent care and sat there for 5 hours on saturday. Pt states they did a CT scan to check for a kidney stone but it wasn't that. Pt states they called dr. Yesterday and they said to go to urgent care today. Troubleshooting was unable to be performed as pt services offered to assist pt with turning stim off, but pt can not find their external equipment. The caller was redirected to pt services will be sending a message to the representative to notify them of the situation.

Manufacturer narrative:
Other applicable components are : product ID 3889-28; lot# va11d1x; implanted: (B)(6) 2015. Product type lead .other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.